Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the left occipital lead was exhibiting all high impedances and not providing effective therapy. As such surgical intervention was undertaken where the lead was replaced, and reportedly effective therapy was restored.